Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the bumper broke during implantation. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since the bumper broke external to patient due to normal wear and tear. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.

Event description:
It was reported that, during implantation in a tka surgery, one (1) jrny ii cr lkg fem imp bumper rt broke external to the patient due to wear and tear with no exposure to the patient whatsoever. The procedure was resumed, without any delay, using a s+n backup device. No injury was reported as result of this issue.

Event description:
It was reported that, during implantation in a tka surgery, one (1) jrny ii cr lkg fem imp bumper rt broke. The procedure was resumed, without any delay, using a s+n backup device. No injury was reported as result of this issue.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.